Event description:
It was reported that the nurse was inserting a PICC catheter in the patient from the right upper arm under the guidance of ultrasound. After the package was opened during the procedure, it was found that the connector of attaching accessory had been deformed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and based on the condition of the returned sample, it appeared that the introducer was damaged during use. Contents from at least two groshong 4fr single-lumen kits were returned for investigation. One groshong PICC was received with the stylet in the lumen. One introducer needle was returned with a bend in the needle shaft just distal to the connector. One statlock securement device was received in its packaging. One two-piece connector was received in its sealed package. One scalpel was returned for investigation. Two 4.5fr x 10cm microintroducers were also returned for investigation. Blood residue was observed within each white dilator connector and between each sheath and dilator, which indicates that the microintroducers were used. A bend in the sheath and dilator was observed 4.5cm distal to the orange tabs on one microintroducer. The leading edge at the distal end of the bent introducer sheath was crumpled and deformed. No deformation was observed on any of the returned connectors, which included the connectors on the needle, groshong replacement connector, stylet, and the two dilators. This type of damage can occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The sheath and dilator should be advanced together as a unit over the guidewire, using a slight rotational motion. Since the damage was observed on the sheath, the complaint was confirmed. Due to the condition of the sample, it appeared that the damage occurred during use.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1363 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the nurse was inserting a PICC catheter in the patient from the right upper arm under the guidance of ultrasound. After the package was opened during the procedure, it was found that the connector of attaching accessory had been deformed.